Event description:
It was reported that during lv lead reposition due to patient condition with no complaint on the lead, rv lead became dislodged. During repositioning of the rv lead the stylet was inserted into the lead however, it took several attempts to retract the helix. It was noted that the stylet was stuck in the lead. After the lead was explanted, the lead was retracted and tissue was observed to be stuck in the helix. The lead was replaced and the patient was doing well.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.